Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 60000040 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve was cracked/dislodged. Initially, it was reported that the sheath's valve was physically obstructed and the dilator could not be inserted properly. The issue was solved with another sheath. There was no patient consequence. Additional information was received on 02-nov-2023. No damage on the sheath / dilator due to the obstructed sheath. No occlusion when irrigating the sheath. No material causing the obstruction. The needle used was the abbott slo sheath. The hemostatic valve was cracked. The hemostatic valve was dislodged. The event was originally considered non-reportable, however, bwi became aware of the additional information that the valve was cracked/dislodged on 02-nov-2023 and have reassessed the event as reportable.